Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that re-booting had occurred. The pump was exercised for 24 hours with no power loss or rebooting. The pump was opened and no damage was found to the power circuit. No damage was found to the battery cap or battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The user reported that the pump rebooted five times over two weeks. The battery cap was secure to the pump. There was no evidence of misuse of the product. There was no visible corrosion in the battery compartment. The issue was not resolved after inserting new batteries. There was no reported patient impact associated with this complaint.